Manufacturer narrative:
Approximate age of device ¿ 75 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018. It was reported that the patient had two thoracotomy procedures for hemothorax in the chest. Reportedly the bleeding was from coumadin and blood thinners related to requirement for lvad. Swallow studies failed multiple times. The patient continued to weaken with each additional surgery. The patient failed to progress and chose to withdraw care.

Event description:
Additional information: it was reported that post-lvad implant the patient had been discharged to rehab and back to hospital several times. The location of this bleed was the lung and the bleeding was not associated with the pump pocket.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. A correlation between the device and the reported bleeding and patient death could not be conclusively determined. The heartmate ii lvas instructions for use lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The pump was not explanted and not returned. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.